Event description:
A report was received that the patient will undergo battery replacement due to damage.

Event description:
A report was received that the patient will undergo battery replacement due to damage.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo battery replacement due to damage.

Manufacturer narrative:
Additional information was received that the damage of the device was that the lead appeared to have been tugged on and the seal on the header was leaking. Additionally, it was the physician's decision to change the battery with no device malfunction. Additional suspect medical device component involved in the event: model #: sc-8216-70 serial/lot #: (B)(4), description: artisan surgical lead, 70cm.